Event description:
It was reported that a beta bionics ilet user went to set up the device, and it was stuck on the "do you see drops" prompt. The user could not hit yes, so a replacement was arranged. There was no report of any patient harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.